Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that one day following the implant procedure, the patient developed weakness, pain and tingling. X-rays showed a previously implanted cervical disc replacement had moved. As a consequence, the patient had a lead revision and fusion surgery. Follow-up indicated the patient is recovering and undergoing physical therapy. There have been no reports of further complications regarding this event.